Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal wall ventral hernia. It was reported that after a procedure where this device was implanted, the patient experienced adhesions, bowel removal, fistula, infection, mesh removal, recurrence, revision, additional surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal wall ventral hernia by laparoscopic repair. It was reported that after implant, the patient experienced abscess, adhesions, fistula, infection, mesh erosion into viscera, recurrence, perforated diverticulitis, mesh retracted, portal hypertensive gastropathy, very complex non-healing abdominal wound with purulent drainage, and necrotizing soft tissue infection. Post-operative patient treatment included bowel removal, lysis of adhesions, mesh removal, esophagogastroduodenoscopy, courses of antibiotics, wound vac placement, skin graft, and subsequent recurrence revision surgeries.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b2, b5, b7, e1(facility name, street 1, city, region, postal code), g1(manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), h6(patient codes, device codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal wall ventral hernia by laparoscopic repair. It was reported that after implant, the patient experienced abscess, adhesions, fistula, infection, mesh erosion into viscera, recurrence, perforated diverticulitis, mesh retracted, portal hypertensive gastropathy, very complex non-healing abdominal wound with purulent drainage, impairment, and necrotizing soft tissue infection. Post-operative patient treatment included CT-scan, bowel removal, lysis of adhesions, mesh removal, esophagogastroduodenoscopy, courses of antibiotics, wound vac placement, skin graft, and subsequent recurrence revision surgeries. Relevant tests/laboratory data b6: (B)(6) 2016: pathology report from hernia sac showed focally containing mesh. (B)(6) 2016: CT of abdomen/pelvis done in ER, showing large anterior percutaneous defect with surrounding inflammation and punctate gas extending in a linear fashion into an area of chronic induration anterior bowel wall a site of chronic peritoneal protrusion (B)(6) 2016: pathology report of mesh with attached soft issue showed fibrovascular adipose tissue with embedded mesh and associated fibrosis, chronic inflammation, and giant cell reaction.

Manufacturer narrative:
Additional info: a4, b5, b7, h4, h6 (patient codes, imf code, device code, ime e2402 updated to include "induration") correction: h6 (removed device code, removed "peritoneal protrusion" from ime e2402). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal wall ventral hernia by laparoscopic repair. It was reported that after implant, the patient experienced portal hypertensive gastropathy, fibrovascular adipose tissue, chronic induration anterior bowel wall, a site of chronic peritoneal protrusion, fibrosis, inflammation, giant cell reaction, can't lift anything over 30lbs and gets exhausted easily, abscess, adhesions, fistula, infection, mesh erosion into viscera, recurrence, perforated diverticulitis, mesh retracted, portal hypertensive gastropathy, very complex non-healing abdominal wound with purulent drainage, impairment, and necrotizing soft tissue infection. Post-operative patient treatment included CT-scan, medication, bowel removal, lysis of adhesions, mesh removal, esophagogastroduodenoscopy, courses of antibiotics, wound vac placement, skin graft from left thigh, subsequent recurrence revision surgeries and hernia repair with new meshes.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal wall ventral hernia. It was reported that after implant, the patient experienced abscess, adhesions, fistula, infection, mesh erosion into viscera and recurrence. Post-operative patient treatment included bowel removal, lysis of adhesions, mesh removal, and subsequent recurrence surgeries.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal wall ventral hernia by laparoscopic repair. It was reported that after implant, the patient experienced fibrovascular adipose tissue, chronic induration anterior bowel wall, a site of chronic peritoneal protrusion, fibrosis, inflammation, giant cell reaction, can't lift anything over 30lbs and gets exhausted easily, abscess, adhesions, fistula, infection, mesh erosion into viscera, recurrence, perforated diverticulitis, mesh retracted, very complex non-healing abdominal wound with purulent drainage, impairment, and necrotizing soft tissue infection. Post-operative patient treatment included CT-scan, medication, bowel removal, lysis of adhesions, mesh removal, courses of antibiotics, wound vac placement, skin graft from left thigh, subsequent recurrence revision surgeries and hernia repair with new meshes.

Manufacturer narrative:
Additional info: b5 <(>&<)> h6 (changed patient code, removed ime e2402: portal hypertensive gastropathy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal wall ventral hernia. It was reported that after a procedure where this device was implanted, the patient experienced adhesions, bowel removal, fistula, infection, mesh removal, recurrence, revision, additional surgery.